Event description:
During a ge healthcare investigation, the following issue was discovered on the discovery mr750w 3.0t. When using the bravo pulse sequence database (psd) during a brain scan and the user runs a sagittal series, then copy/ paste this series and graphically prescribe images in the transverse (axial) plane with a frequency of right/ left, the axial images will flip in the horizontal (right/left direction). The orientation markers do not move with the flipped images resulting in images flipped with incorrect annotations. As axial images are symmetrical within the brain, this flip would not be obvious to the caregiver and could result in a misdiagnosis or mistreatment. The issue has been found in house and no injuries have been reported from the field. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.

Manufacturer narrative:
This malfunction was not reported for a specific system, but it was identified during a ge healthcare (gehc) investigation so device serial number is not applicable (n/a). Initial reporter info is not applicable as this was reported during a ge healthcare (gehc) investigation. This malfunction was not reported for a specific system but it was identified during a ge healthcare (gehc) investigation so device mfg date is not applicable (n/a).